Event description:
It was reported that this lead was exhibiting high pacing threshold measurements. It was confirmed that the lead was dislodged. The lead was successfully repositioned. No adverse patient effects were reported.